Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient took the batteries out and put them back in and the unit started charging. This issue started on (B)(4) 2018 and the cause was the batteries weren't in the unit properly. This issue was resolved.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the battery and device were not working properly. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.